Event description:
It was reported that following a long, but successful percutaneous transluminal coronary angioplasty/stent procedure, the guide wire was retracted to reveal that the tip had separated and remained in the vessel. Two other guide wires were used to capture and pull out a portion of the tip and a snare device was used to retrieve the remainder. Final angiograms revealed a perforation to the diagonal suspected to be caused by the guide wire separation and retrieval process. The pt was taken to the cardiac care unit in stable condition.